Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose (bg) level rose to over 400 mg/dl while wearing the pod on their arm for an unknown duration of time. The patient stated their bg values were not decreasing despite wearing the op5. The patient reported the medical event occurred 5 to 6 months ago; they could not remember the exact date. The patient went to the hospital to seek medical attention for their elevated bg levels. The patient was not admitted but did spend a few hours in the hospital. There was no diagnosis given at the time of the event. The patient was treated with intravenous fluids and then returned home. The patient no longer has the pod.